Event description:
The facility representative reported a flo-gard infusion pump in which "the equipment is blocked." It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which "the equipment is blocked" was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be a central processing unit board failure in which the configuration settings were incorrect. The device was reset and the correct configuration settings were re-established to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.